Event description:
It was reported that during "retrosigmoidectomy" procedure, the device did not work when it was assembled. No patient consequence was reported. It was not reported how procedure was completed.

Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5 device (a) was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The analysis results found that the lcsc5 device (b) was returned in good condition. The device was tested and was functional. There were no anomalies noted with the functionality of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.